Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that he passed out on his front lawn and was found by his neighbors who called for an ambulance. He was taken to the hospital where his blood glucose was 900 mg/dl. The customer said he was in and out of consciousness for a while and was not sure what treatment was provided to him at the hospital. He was hospitalized for 5-6 days. The pod was discarded.